Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found sample was received decontaminated condition with its original open package. Functional testing found water passed through the connector. We did not observe occlusion in the assembly. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. Device information is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that patient had to stop her pump because of a blockage alert she kept getting. Had patient check for kinks or blockages and eventually had patient change tubing. At this time there is no additional know issues with the tubing during the blockage and tubing change. Patient was not receiving any infusion of remodulin. No additional information known. No patient injury was reported.